Event description:
Report received of backflow of fluid through the backcheck valve. Reportedly the nurse set up a secondary infusion of cleocin to infuse through the primary IV set's upper y-site with integral backcheck valve. Upon initiation of the infusion, it was noted that the secondary solution backed up past the back check valve into the drip chamber. The secondary infusion was immediately stopped, and a new primary set obtained. The infusion proceeded without incident. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.